Event description:
It was reported that the health care professional (hcp) requested a review of the recorded episodes due to blanking of premature ventricular contractions. Technical services (ts) reviewed the episodes and recommended further in office review for suspected loss of capture. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the health care professional (hcp) requested a review of the recorded episodes due to blanking of premature ventricular contractions. Technical services (ts) reviewed the episodes and recommended further in office review for suspected loss of capture. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.